Manufacturer narrative:
Evaluation summary: visual inspection of the returned product noted that the handle was returned with the returned reload still attached. The reload had been improperly loaded into the handle. The instrument firing knobs were retracted and the articulation lever was in neutral position. The returned reload was removed from the handle. Pmv performed functional testing. The instrument was successfully loaded with a pmv representative reload. The instrument successfully, clamped, cycled fully, opened and unloaded repeatedly without difficulty. The instrument and reload were applied to test media with proper transection and staple placement. The device tested satisfactorily. A review of the device history record indicates the products were released meeting all medtronic quality release specifications at the time of manufacture.should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter: occurred during a laparoscopic gastric bypass procedure, the staple line was incomplete centrally. This occurred during the anastomosis entero-entero step. The patient was not feeling well post-operatively so an x-ray was performed, the anastomosis gastrojejunal was incomplete and re-operation was required. The first surgical intervention required was a gastro-digiunal anastomosis for a gastric bypass. A second surgical intervention was required two days after where the anastomosis was closed by hand. The event led to an extension of patient hospitalization by more than one week. There was permanent injury as a result of the second surgical intervention being an open procedure. The patient has recovered.